Manufacturer narrative:
The reported event of torn cusp could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date 2-3 years ago, an unknown sized epic stented tissue valve was implanted. On an unknown date, the valve was explanted due to unknown reasons; no endocarditis was observed. Upon explant, a torn leaflet was observed. A new unknown sized epic valve was successfully implanted.

Manufacturer narrative:
The reported event of torn cusp could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date 2-3 years ago, an unknown sized epic stented tissue valve was implanted. On an unknown date, the valve was explanted due to unknown reasons; no endocarditis was observed. Upon explant, a torn leaflet was observed. A new unknown sized epic valve was successfully implanted.